Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoid resection. According to the rptr: a fully charged battery was placed in the device a new unit was placed on the handle. The unit was calibrated but seemed to open slower than normal. The surgeon closed down on tissue and moved to green fire range and the lights on the handle were a slow green. The surgeon than pressed both buttons at the same time to move to blue. The idrive sounded a little strange as it moved to blue. The lights continued to be slow green. Surgeon tried to fire and nothing happened. The surgeon tried a second time and still nothing occurred. The surgeon opened the unit and inspected the tissue. There was no damage.